Manufacturer narrative:
Follow-up #1 date of submission 01/15/2016 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: a review of the black box data showed unexplained reboots. During a visual inspection of the pump, the battery compartment was found to be cracked. The returned battery cap had stripped threads and was unable to fully tighten on to the pump. Reboots occurred with the battery cap. A test cap was used and was able fully tighten. The pump was exercised for 24 hours with no power loss. The pump case was removed and no evidence of moisture or loose components was found inside the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had no power. It was noted that there was a crack in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.